Manufacturer narrative:
The insulin pump alarmed compromised force sensor system due to faulty force sensor resistor. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. It was unable to performed the excessive no delivery alarm test due to prime anomaly. (B)(4).

Event description:
The customer reported via phone call that he was doing an infusion set change when a battery got stuck in the reservoir compartment. Blood glucose value was 341 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.